Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent liquid, abdominal pain and hyperthermia. The cause of the event was unknown. The patient was hospitalized one day after the onset of event for five days. A day after the onset of event, the patient was treated with cefotaxime (15mg/kg/day for five days and route was not reported), ceftazidime (1g/day for five days and route was not reported), heparin (2mg/day for five days and route was not reported) and cefixime (200mg 1 tablet/ day for six days). At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information added to b5 b5: based on additional information, it was reported that the patient experienced sterile peritonitis. The baxter disposable is no longer a suspect in the reported event. Should additional relevant information become available, a supplemental report will be submitted.